Manufacturer narrative:
Customer provided the date problem occurred was (B)(6) 2014 ((B)(6) 2014) and both eyes had visual distortion (right eye>left eye) od>os, hazy area in od vision postop. 4% pilo tried and helped a little, on pilo he can't fly, (patient is a pilot). Alphagan helped very little. Yag cap (capsulotomy) ou (both eyes) gave minimal improvement. (B)(4). Product evaluation: the lens remains implanted to date; therefore, no lens was returned and no evaluation possible. Manufacturing record review: the records were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification; the lens met the specified requirements. A search on related complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The lens met all specifications prior to release. Labeling review: directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warning for the proper use and handling of the intraocular lens. Some visual effects associated with multifocal iols may be expected and in a small percentage of patients, the glare and halos will be annoying and may be perceived as a hindrance. On rare occasions, these visual effects may be significant enough that the patient will request removal of the multifocal iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via the doctor, that his patient who underwent two (2) lens implants in 2012 and in 2013, (2+ years ago) is still complaining of debilitating glare and halos issues. To date, the lenses remain implanted. Patient specifics include: left eye - lens implant performed (B)(6) 2012. Right eye - lens implant performed (B)(6) 2013. Patient received yag laser on one eye. Additional information received stated problem occurred 1 day after surgery after both eyes, and then got a little better but then eventually worse. There are no plans to explant the lenses at this time. No further information was provided. This report represents the lens implanted in the patient's left eye.